Manufacturer narrative:
The device was not returned for analysis, and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death. Death is listed in the instructions for use as a known possible complication associated with triclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
The article "beyond 2-dimensional echocardiography: a novel multiparametric assessment of right ventricular dysfunction in transcatheter tricuspid valve repair" was reviewed. The article presented a retrospective single center study, to evaluate rvd by a novel rvpac parameter, including the 3 important drivers of rvd, for an improved prediction of 1-year mortality after t-teer. Devices mentioned include mitraclip, triclip and non-abbott device. The article concluded that the novel rvpac parameter, integrating rv function, volume stress, and pressure stress is a powerful metric for rv failure and a superior predictor for survival post-t-teer. [The primary author and corresponding author was philipp m. Doldi at klinikum der universität münchen institution with corresponding email philipp.doldi@med.uni-muenchen.de]. The time frame of the study was april 2016 to february 2022. A total of 262 patients were included in this study, of which an unknown amount received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included coronary artery disease, atrial fibrillation, previous pci. (B)(6), unk mitraclip peri- and post-procedural complications included death. (B)(6), unk triclip peri- and post-procedural complications included death.

Event description:
The article "beyond 2-dimensional echocardiography: a novel multiparametric assessment of right ventricular dysfunction in transcatheter tricuspid valve repair" was reviewed. The article presented a retrospective single center study, to evaluate rvd by a novel rvpac parameter, including the 3 important drivers of rvd, for an improved prediction of 1-year mortality after t-teer. Devices mentioned include mitraclip, triclip and non-abbott device. The article concluded that the novel rvpac parameter, integrating rv function, volume stress, and pressure stress is a powerful metric for rv failure and a superior predictor for survival post-t-teer. [The primary author and corresponding author was philipp m. Doldi at klinikum der universität münchen institution with corresponding email philipp.doldi@med.uni-muenchen.de]. The time frame of the study was april 2016 to february 2022. A total of 262 patients were included in this study, of which an unknown amount received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included coronary artery disease, atrial fibrillation, previous pci. (B)(4), unk mitraclip. Peri- and post-procedural complications included death. (B)(4), unk triclip. Peri- and post-procedural complications included death.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.